Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device would not start up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the device would not start up. The cause of the device not starting up was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: city: (B)(6).

Event description:
It was reported the high flow insufflation unit was unable to start up. The issue occurred after an unspecified diagnostic procedure. The procedure had been completed with the same device. There were no reports of patient harm.